Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, (B)(4) retained samples from the bd inventory were functionally tested and samples were left to stand for 4 hours. None of the cap/stopper assemblies creeped out. No objective evidence was provided to indicate that the device was the cause of the reported defect. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the customer's report is that due to loose fitting, the cap comes off.